Event description:
The customer reported via phone call that he had a no delivery alarm because he ran out of insulin. Customer's blood glucose was 225 mg/dl at the time. Customer reported that his reservoir is empty. Customer also had an incident where his blood glucose was 421 mg/dl. Customer bolused 7.8 units. Customer had the pump off all day because he ran out of insulin. Customer just put the pump back on and had a lost sensor alert. Customer was explained that the alarm may be caused by distance. It was recommended that the pump and transmitter remain within 6 feet of each other. Customer was advised that he does not need to take the pump off his body if this issue recurs.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.